Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blockage alarm sounded and upon checking, and the line was blocked and crystallized. This occurred two separate times. This occurred during patient use, and there was no harm/adverse event reported.

Manufacturer narrative:
Two samples were returned under part number 21-7061-24, l/n: 4311963 for evaluation without their original packaging, in decontaminated conditions. The complaint samples were visually inspected; the samples returned were occluded in the component male luer (31-0935). During the assembly of the part number 21-7061-24 the male luer (31-0935) component has no interference with solvents or any other substance that could generate an occlusion. Additionally, the samples were received in used conditions therefore the failure cannot be contributed to the manufacturing process. The reported failure was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.